Event description:
It was reported that during a device changeout procedure, the ventricular lead exhibited decreased impedance and unipolar impedance that was higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.